Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 26 mg/dl and current was 124 mg/dl. Customer stated that they treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode or smart guard feature. Customer declined to troubleshoot for low blood glucose. Customer was on manual injections on (B)(6) 2020. Customer stated sensor was not inserted at time of low. The insulin pump will not be returned for analysis.